Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system got error message and unable to login. The pharmacy staff was able to place them back in service by rebooting the windows security patches. The system functioned as intended after pharmacy staff troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unable to login and got "out of service" error message. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.